Event description:
The customer called and reported experiencing high blood glucose over 400 mg/dl and symptoms including abdominal pain and xeriostoma. Troubleshooting was performed. There were no air bubbles or leaks found in the infusion set or reservoir. Insulin exited during a manual prime. The infusion set cannula was not found to be bent. Programming and settings all appeared to be accurate. The insulin pump passed the high pressure test. Customer was advised to change the entire set, reservoir, and insulin and follow up with healthcare provider regarding unexplained high blood glucose.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.